Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed that the force sensor is out of calibration. There was moisture visible through the display lens, and there was evidence of moisture damage on the pcb, the force sensor assembly, and the vibration motor. A display lens leak was found on investigation.

Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed that the force sensor is out of calibration. This report is made based on results of investigation completed on (B)(6) 2011.